Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "bilateral rupture." Also reported "left side has discoloration and pain." Device remains implanted.

Event description:
Patient reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.1, h.3, h.6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture. Device evaluation: the device related to the reported event of rupture/visibility/palpability/pain was received on oct 17, 2022, with lot number 1506755. Based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp broken on radius side assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. Stress marks. No further actions are required as the device was implanted.